Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-oct-2017. Additional information received on 24-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. D30804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), uterine spasm ("violent contractions"), abdominal distension ("swollen abdomen"), alopecia ("hair loss"), fatigue ("extreme fatigue"), gait disturbance ("walking difficulty"), mobility decreased ("difficulty climbing and going down the stairs"), depressed mood ("feeling down"), libido disorder ("complicated libido"), abdominal pain lower ("cramps") and dizziness ("dizziness"). The patient was treated with surgery (surgical intervention). At the time of the report, the pelvic pain, myalgia, arthralgia, uterine spasm, abdominal distension, alopecia, fatigue, gait disturbance, mobility decreased, depressed mood, libido disorder, abdominal pain lower and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, depressed mood, dizziness, fatigue, gait disturbance, libido disorder, mobility decreased, myalgia, pelvic pain and uterine spasm with essure. Diagnostic results: different examinations: MRI, blood tests, investigation for allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.582 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-oct-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.582 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.